Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported access site bleeding has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The result of the clinical review states, "the clinicians stated that the bleeding occurred after the introducer was removed. A massive hematoma developed at the site which caused a gap between the skin and the femoral artery. Resultantly, the instrument was initially unable to properly seal the access site. The bleeding was unable to be effectively stopped by the clinicians despite the administering of blood products, and the patient became unstable and eventually fell into hemorrhagic shock. The team was eventually able to stop the bleeding by making a small incision through the hematoma to access the arteriotomy and inserting the blue suture hub of the instrument to seal the incision. The clinicians asserted that best practices were followed during impella setup and insertion, including with introducer removal. Ultimately, the patient expired several hours later due to cardiogenic shock and multiple organ failure. All impella products were discarded. The patient's condition was previously unstable during pci, requiring the need of resuscitation prior to impella use. The results of the investigation state the following, "after reviewing the clinical information, the cause of the access site bleeding was not determined since product was not returned". As noted in the impella IFU: impella cp with smart assist system. Impella rp with smart assist system with automated impella controller: section: warnings and cautions: ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound." ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported an (B)(6) male patient had impella cp pump inserted in the femoral for cardiogenic shock (cgs). The patient had severe bleeding and went into hemorrhagic shock, a hematoma was present in the groin, four (4) units of blood was given, one (1) unit of fresh frozen plasma (ffp), and hematocrit was around 0.3 at all time, and the patient expired due to cardiogenic shock (cgs) and systemic organ failure hours later.